Event description:
The information received by medtronic indicated that the insulin pump had failed battery test alarm and keypad anomaly. The keypad buttons were hard to push and respond. No harm requiring medical intervention as reported. The insulin pump will be returned for analysis. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.